Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the stopper pops out of the tube and sample leakage. The following information was provided by the initial reporter. The customer stated: "the tubes are presenting failure in caps, since the stoppers are popping off. It does not allow a proper closure of tube, causing blood samples spillage."

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual evaluation and ten (10) were subjected to draw testing. No issues with the hemogard closure assembly being loose or separating during or after the testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper. "

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the stopper pops out of the tube and sample leakage. The following information was provided by the initial reporter. The customer stated: "the tubes are presenting failure in caps, since the stoppers are popping off. It does not allow a proper closure of tube, causing blood samples spillage."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2321386 d.4. Medical device expiration date: 2024-03-31 h.4. Device manufacture date: 2022-11-17 d.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.